Event description:
It was reported that the estimated longevity of this pacemaker dropped from 3 years to 1 year in a 3 month follow-up period. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This pacemaker remains in service at this time. No adverse patient effects were reported. This device was included in the recent hydrogen induced premature battery depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that the estimated longevity of this pacemaker dropped from 3 years to 1 year in a 3 month follow-up period. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This pacemaker remains in service at this time. No adverse patient effects were reported. This device was included in the recent hydrogen induced premature battery depletion advisory population. Additional information was received that this device was explanted and returned for analysis. No additional adverse patient effects were reported.